Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was "stuck in downstream occlusion after being attached to a pressure gauge". This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, pump was tested and was stuck in downstream occlusion after being attached to a pressure gauge was not reproduced. A review of the event history log revealed multiple "downstream occlusion" alarms. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. The force sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.